Manufacturer narrative:
Device evaluated by manufacturer: the burr was returned for analysis. The burr was microscopically examined and there were no scratches that exposed any brass on the plated back half of the burr. No issues were noted with the annulus of the burr and the diamond coating was intact. The burr was within specification. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. A guide wire was successfully loaded through the device with no issue encountered. The complaint unit was wet tested using a test advancer and the system was able to reach an optimum speed of 175k rpm at 36 psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06692. It was reported that the diamonds were dislodged. Vascular access was obtained via the right femoral artery. The chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). The physician decided to perform a percutaneous transluminal coronary angioplasty (ptca) instead of going for a coronary artery bypass graft surgery (CABG). During the procedure, a 1.25mm rotalink¿ plus was not able to cross the lesion properly and was not placed at the required distance for rotablation. It was then noted that the diamonds embedded at the edge got dislodged while cutting the lesion. The surface of the edge of the burr became smooth. The burr was exchanged with a 1.25mm rotalink¿ burr and used the same advancer but the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06692. It was reported that the diamonds were dislodged. Vascular access was obtained via the right femoral artery. The chronic total occlusion (cto) target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). The physician decided to perform a percutaneous transluminal coronary angioplasty (ptca) instead of going for a coronary artery bypass graft surgery (CABG). During the procedure, a 1.25mm rotalink&#10256;lus was not able to cross the lesion properly and was not placed at the required distance for rotablation. It was then noted that the diamonds embedded at the edge got dislodged while cutting the lesion. The surface of the edge of the burr became smooth. The burr was exchanged with a 1.25mm rotalink&#10242;urr and used the same advancer but the same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.